Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. During leadless implantable pulse generator (ipg) implant the patient experienced coughing and shortness of breath, a drop in blood pressure and a drop in oxygen levels. Vasopressors were administer and oxygen therapy was provided. The patient's condition slightly improved. The leadless ipg exhibited high thresholds. The leadless ipg was retrieved, planned for repositioning. The patient developed facial cyanosis, convulsions, unmeasurable blood pressure and apnea. Pneumothorax was confirmed. No cardiac activity could be found. Cardiopulmonary resuscitation and intubation rescue were performed for thirty minutes but cardiac activity could not be restored however the patient died.